Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No scrolling number anomaly was noted on the display. No moisture damage was noted on electronics. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the insulin pump's screen were scrolling without input and that the buttons were unresponsive. Customer stated that the insulin pump may have been exposed to perspiration. The blood glucose reading was 211 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.